Event description:
A gore tag thoracic endoprosthesis was successfully implanted. Although the vessel anatomy and size were reported to be adequate, the common iliac artery ruptured as the 22fr sheath was being removed. The common iliac artery was repaired with a gore-tex vascular graft. The patient appeared to be doing well following the procedure.